Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial #(B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27sep2020 to 27sep2021. ¿ complaint trend: there are 11 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 27sep2020 to 27sep2021. ¿ manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument could not be determined. The customer had initially reported that the sip was leaking, possibly due to a clog in the tubing. A tsr (technical service representative) provided the customer with a quote for the service visit, though the customer never got back to them and the call was closed. No parts were requested for evaluation as there were no parts replaced. No repairs have been performed in this case, and no additional cases or work orders have been opened for this instrument as of 13dec2021. Although the leakage was of waste and has the potential for contamination upon skin contact, the customer confirmed that they did not come in contact with the fluid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for clinical diagnoses but no erroneous results were gathered during this incident and no patients were affected in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 29mar2007. Defective part number: n/a. Case comments: o (11/1/2021 8:33am) customer has not responded back to the service quote, closing call. O (9/28/2021 12:06pm) reviewed, pending quote/po response. O (9/27/2021 8:13am): question response. Is instrument assurity linc enabled? No. Customer problem: " sip tube dripping back. Possible clog in tubing" steps taken with customer/troubleshooting: fluid is not being taken up when actuator arm is moved to the side. Next steps (if necessary): service quotataion required. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath and waste fluid. 5. What is the source of leak/spill? (Waste or non-waste line) non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no. O (9/27/2021 8:08am) sip tube dripping back. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes or no? O item: droplet containment module. O function: to contain droplets. O potential failure mode: droplets not contained. O potential effects of failure: all of the sample is. O potential causes/mechanisms of failure: pump not properly sealed. O current controls: n/a. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 5. O det: 1. O rpn: 25. Mitigation(s) sufficient: yes or no. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. The customer had initially reported the issue of a sip leakage. A tsr provided the customer with a service quote, but as the customer did not respond to the quote the call was closed. According to the questionnaire completed by the customer, no one was harmed or injured due to this incident. No repairs have been made to this instrument during this case. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using facscalibur cytometer 4 color basic ivd leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that sip tube is dripping. Is instrument assurity linc enabled? No. Customer problem: "sip tube dripping back. Possible clog in tubing." Steps taken with customer/troubleshooting: fluid is not being taken up when actuator arm is moved to the side. Next steps (if necessary): service quotation required are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath and waste fluid. 5. What is the source of leak/spill? (Waste or non-waste line) non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using facscalibur cytometer 4 color basic ivd leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that sip tube is dripping. Is instrument assurity linc enabled? No customer problem: "sip tube dripping back. Possible clog in tubing." Steps taken with customer/troubleshooting: fluid is not being taken up when actuator arm is moved to the side. Next steps (if necessary): service quotation required are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes 1. Was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath and waste fluid 5. What is the source of leak/spill? (Waste or non-waste line) non waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no